Event description:
Severe memory cognitive problems. Joint pain, had to go on disability. I can't afford to have them removed, my body is rejecting them and I developed an auto immune disorder. Real bad memory loss, no circulation, pain in breast, joints. FDA safety report ID# (B)(4).